Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack on the battery compartment, pump lost power and dead. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing, however, broken reservoir tube lip was noted. After multiple battery replacements, unit persisted on blank display. Pump was received with blank display due to cracked case behind the pump at the battery compartment, causing the battery tube to become loose with no contact between the test battery cap and battery tube being made. The battery tube assembly was attempted to be pushed back in the right position; however, blank display persisted. Unable to perform active and sleep measurement current test, and self-test due to display anomaly. Unit was received with: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. In summary, customer allegations for unexpected battery power loss were unknown due to unit being received with blank display, caused by the battery tube not making proper contact with the battery cap. However, allegations for cosmetic damage were confirmed when cracked case (battery tube) was noted. Additionally, unit was received with broken reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.